Event description:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("the one on her right side started to perforate her fallopian tube so she had it removed") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: consumer had four children. Previously administered products included for an unreported indication: paracetamol in 2014. In 2014, the patient had essure inserted. In 2014, the patient experienced procedural pain ("the pain was excruciating, it was so bad I nearly passed out"), presyncope ("the pain was excruciating, it was so bad I nearly passed out") and complication of device insertion ("the pain was excruciating, it was so bad I nearly passed out"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic pain/ every month I am doubled over in severe pain"). The patient was treated with surgery (right fallopian tube and essure removal) and gas and air. Essure was removed. At the time of the report, the fallopian tube perforation, procedural pain, presyncope and complication of device insertion outcome was unknown and the pelvic pain had not resolved. The reporter considered complication of device insertion, fallopian tube perforation, pelvic pain, presyncope and procedural pain to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("the one on her right side started to perforate her fallopian tube so she had it removed") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: consumer had four children. Previously administered products included for an unreported indication: paracetamol in (B)(6) . In (B)(6) , the patient had essure inserted. In (B)(6) , the patient experienced procedural pain ("the pain was excruciating, it was so bad I nearly passed out"), presyncope ("the pain was excruciating, it was so bad I nearly passed out") and complication of device insertion ("the pain was excruciating, it was so bad I nearly passed out"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic pain/ every month I am doubled over in severe pain"). The patient was treated with surgery (right fallopian tube and essure removal) and gas and air. Essure was removed. At the time of the report, the fallopian tube perforation, procedural pain, presyncope and complication of device insertion outcome was unknown and the pelvic pain had not resolved. The reporter considered complication of device insertion, fallopian tube perforation, pelvic pain, presyncope and procedural pain to be related to essure. Amendment: the report was amended on 08-feb-2019 for the following reason: this case will be deleted from bayer database; nullification reason: case was identified as duplicated from case (B)(4). No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.